Event description:
It was reported that the staple fired appropriately but following that, the jaws would not open. They had to give it a tug to release and managed to disengage this from the patient. They had to reopen another echelon as they could not reload. Surgery was delayed 5 minutes. The patient is ok and the procedure went ahead as planned.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was the device locked on tissue with the jaws closed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was the device locked on tissue with the jaws closed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staple fired appropriately but following that, the jaws would not open. They had to give it a tug to release and managed to disengage this from the patient. They had to reopen another echelon as they could not reload. Surgery was delayed 5 minutes. The patient is ok and the procedure went ahead as planned.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2022. D4: batch # 299a90. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. The device opened and closed without any difficulties noted. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified